Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they were experiencing high blood glucose levels. Customer stated their blood glucose level was 263 mg/dl and declined troubleshooting. Nothing further reported.